Event description:
It was reported by a nurse that the parents of a patient intubated with a shiley tracheostomy tube new model 5.0pef was causing irritation to the throat whenever the patient was speaking. Additionally, it was reported that the device was not secure enough, and moved a lot causing accidental disconnection from the portable ventilator (model not specified). The patient previously had a pediatric size and was re-intubated with a pef model. As a result, the device was removed, and the patient re-intubated with the old pef model. It was reported that the patient returned to a stable condition. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The serial number was not provided by the customer. Therefore, a manufacturing date is unavailable.